Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported improper or incorrect procedure or method (failure to follow steps / instructions) was associated with only performing one efaa check. The cause of the reported unintended movement (clip open ¿ efaa) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the clip opening during establishing final arm angle. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr). During a mitraclip procedure, an xt clip was prepared without any issues. The device was able to grasp the leaflets. After closing the clip, the clip delivery system (cds) was put back to loose neutral. The clip appeared to open 5 degrees, which is normal device settling. During establishing final arm angle (efaa), the knob was turned past loose neutral, and the clip did not open any further. There was a slight mr increase from when the device settled to 5 degrees. The clip was closed tightly again and the mr was lowered. The cds was put back to loose neutral, and the clip opened to 5-10 degrees, but mr remained at trace. The process was repeated, and the clip was closed. It was decided to deploy the clip, as the physician was satisfied with the mr grade <1. The device opened 5 degrees post-procedure, but mr remained at trace. The procedure was completed with no adverse patient effects or clinically significant delay. No additional information was provided.